Manufacturer narrative:
Qn#(B)(4). The batch card{s) for the complaint lot{s) was reviewed and all products passed qa inspection. Two actual samples were returned for investigation. Visual examination was conducted on the returned samples did not show any obvious abnormality or design abnormality, except for the balloons had burst. Based on the complaint description, the balloons had burst during use. The burst line was approximately 14mm1 longitudinal to balloon length. Closer examination of the balloon surface and around near proximity of the burst line under high magnification lens (60x magnifications) revealed presence of patches on the distal end of balloon. The u -shape burst line was approximately 17mm longitudinal to balloon length. Closer examination of the balloon surface and around near proximity of the burst line under high magnification lens (60x magnifications) revealed some blemish mark and patches on balloon surface. Such presence of marks on balloon may happen due to various reasons such as contact with sharp object during use i.e. Contact with clamper , kidney dish/tray, overinflating or con tact with contradict lubricants such as oil based antiseptic phenols or their derivatives, grease , petroleum jelly, petroleum spirit, paraffin or other relative compounds. Balloon could also burst as a result of balloon had come in contact with bladder or kidney stone during use for patient with bladder or kidney stone history. In our current standard operating procedure, the raw balloon is subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process. The finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Defective catheter will be culled out during this process. Based on the investigation conducted, there were evidence of marks due to balloon coming in contact with detrimental factors which is likely had caused balloon to burst. All balloon during manufacturing procedures were 100% inspected and such failure in manufacturing could be detected. Therefore, this complaint could not be confirmed.

Event description:
It was reported that during use, the balloon burst. The same issue happened with 2 different devices. There was no consequence for the patient. A 3rd device from another lot was used with success.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during use, the balloon burst. The same issue happened with 2 different devices. There was no consequence for the patient. A 3rd device from another lot was used with success.